Event description:
It was reported by service report that the pole pivot weld was broken and could fall in an unintended direction; brakes could not be engaged. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.